Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that starting on (B)(6) 2019, part of the needleless valve that is depressed when a syringe is attached is staying depressed. The exact date of each event is unknown. Eventually, after seconds or minutes, the valve returns to its normal position. When the valve returns to its normal position, it sprays the liquid that was in the device, such as blood or saline. These events are occurring when the product is used with 10ml syringes, including saline syringes and heparin syringes. The issue stopped once a different lot number was obtained. There was no harm to patients or caregivers.

Manufacturer narrative:
Concomitant medical products: 12ml medefil syringe ref mih-3335 lot h118428n exp 2020-09 heparin lock flush solution. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The product was received with a 12ml syringe.

Event description:
It was reported that since january 07, 2019, the piston of the needless connector remained depressed after the syringe was removed from the connector. Eventually, the valve returned to it's normal position, however it sprayed fluid such as blood or saline. It sprays the liquid that was in the device, such as blood or saline. These events occurred when the product were used with 10ml syringes, including saline syringes and heparin syringes. The issue stopped once a different lot number was obtained. There was no harm to patients or caregivers. The product was received with a 12ml syringe.

Manufacturer narrative:
The customer¿s report that ¿the maxplus valve is staying depressed and when the valve returns to its normal position, it sprays the liquid that was in the device¿ was confirmed. Visual inspection found traces of medication in the received suspect maxplus. No other anomalies were observed during initial visual inspection. During functional testing an attempt to return the piston to its closed state using a small lab needle was successful and upon returning to its closed state the piston sprayed out some fluid confirmed in the customer¿s report. The root cause of the customer's report could not be determined.